Event description:
The customer reported that upon power up, the device presented the error code 90000 (extended self test rom failure). There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that upon power up, the device presented the error code 90000 (extended self test rom failure). There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.